Event description:
It was reported tha the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 60 mg/dl. The customer was treated with food and glucose tablets. The troubleshooting was performed. The customer was advised to avoid exposure to any strong magnetic fields. The customer was advised to ran selftest for extra assurance. The customer was advised to monitor and call back if the issues persist. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).